Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer reported that when the new cell-dyn sapphire hemoglobin syringe was installed on the cell-dyn sapphire analyzer, the customer observed "failed to home" error message after 2 days post installation. Additionally, the customer reported the same issue with 3 other sapphire hemoglobin syringes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe. List # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.